Event description:
The article, ¿outcomes of mitral transcatheter edge to edge repair with mitraclip¿ ¿ an indian single center experience¿, was reviewed. This research article is a retrospective single center experience to evaluate the outcomes of transcatheter edge-to-edge repair (teer) with mitraclip (abbott vascular) in symptomatic high surgical risk indian patients with significant mitral regurgitation (mr). Patients with moderately severe or severe primary or secondary mr and deemed high surgical risk were treated with mitraclip. The data were collected retrospectively from medical records. The primary outcome was technical success, and secondary outcomes were =2+ mr reduction and improvement in functional capacity at 30 days. Between november 2018 and august 2023, 64 patients were treated with mitraclip. The article concluded that in high-risk indian patients with symptomatic significant mr, teer with mitraclip¿ was achieved with a high technical success rate. It was associated with significant reduction in mr severity and improvement in functional capacity in >90 % of the subjects. The primary author of the article is sai satish, cardiological society of india. The correspondence author is vijayakumar subban. Corresponding email: drkumarvijay@gmail.com. Between november 2018 and august 2023, 64 patients were treated with a mitraclip. The mean age was 70.0 ± 12.1 years and 64 % were males. As this is from a literature review, patient weight was not provided. Comorbidities included: coronary artery disease, previous coronary artery bypass grafting (CABG), atrial fibrillation, chronic kidney disease. Adverse event included: the mitraclip may have caused or contribute to death, air embolism, cardiac tamponade, heart failure, myocardial infarction, renal failure, recurrent mr, hospitalization, and medical intervention. The steerable guide catheter (sgc) caused or contributed to atrial septal defects, requiring medical intervention.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title ¿outcomes of mitral transcatheter edge to edge repair with mitraclip¿ ¿ an indian single center experience¿. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, a cause for the reported perforation could not be conclusively determined. Additionally, the reported patient effects of perforation, as listed in the instructions for use , is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Literature attachment: article title ¿outcomes of mitral transcatheter edge to edge repair with mitraclip¿ ¿ an indian single center experience¿